Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio did observe other issues with the device; however, due to part obsolescence, the device is unable to be repaired. The customer was informed of this and the device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times. There was no report of patient use associated with the reported event.